Event description:
Pump was set for 70 ml/hr. Patient had a fine bore nasoenteric feeding tube in place. Tube was flushed after administration of erythromycin syrup. Two hours later, the nurse was unable to flush the tube; however, the pump continued to indicate it was delivering 70 ml/hr. No occlusion alarm sounded. One patient involved.